Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, this brady lead was repositioned twice due to high pacing thresholds. On the third attempt to position the lead the helix would not extend. This lead was removed and replaced prior to pocket closure. The helix extended when tested outside of the patient. No adverse patient effects were reported.